Event description:
The facility's tech reported an infusion pump with an 812:02 failure code. The tech stated that there has been no report of any pt incident involving this pump since the last baxter svc event. Info was requested by baxter regarding whether or not the incident occurred during pt use or during biomed testing, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.